Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "surgeon burned lens during case" was confirmed. According to henke: scope evaluated as a level 3. Distal tip and fiber damaged, cracked on distal lens negative, burned on distal lens negative and moisture in system probably root cause for this failure is: the complaint for ¿surgeon burned lens during case¿ has been confirmed and due to the customer used and handling. The device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.